Event description:
It was reported that during the pre-use check, a crack was found in the upstream side of the warming tube. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated.h10: device evaluation: the device was returned for investigation. A visual inspection was performed. Visual inspection results based on picture: based on image provided, damage can be observed on luer lock adapter female, therefore, failure mode can be confirmed.visual inspection result: it was observed a cracking on luer lock adapter female, this cosmetic issue could cause leakage or another functional fail test. Therefore, failure mode can be confirmed. The customer stated problem was duplicated.the cause of the reported problem was traced to the manufacturing process (supplier item fault). No lot number was provided; therefore, DHR (device history review) could not be performed.